Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find other complaints on the lot number: 9772557. B3: estimated date.

Event description:
According to the available information, three catheters have been used and all three balloons burst.